Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the v60 ventilator generated ¿cannot reach target flow¿ (122d) alarms, there was a decrease in flow rate to the patient, and the patient experienced an event of decreased peripheral capillary oxygen saturation. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No diagnostic report was provided for review. The cannot reach target flow (122d) is a low priority alarm that may occur during high flow therapy. The alarm is generated when the machine pressure reached its maximum and could not achieve the target flow. The recommended repair is to check the patient, check that the nasal cannula size is appropriate for the flow setting, check that an occlusive interface is not in use, and check the patient circuit for occlusions, kinks, or liquid (respironics v60/v60 plus ventilator, service manual, publication number 1049766, revision k, page 103). The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital's negative pressure isolation room on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator with a fisher & paykel optiflow high flow nasal cannula; size not reported. The ventilation prescription, device settings, configuration, and patient circuit were not reported. While admitted on an unknown date in (B)(6) 2021, the patient was receiving high flow therapy via the v60 device when an occlusion occurred; details not reported, the device generated ¿cannot reach target flow¿ (122d) alarms, there was a decrease in flow rate to the patient, the patient experienced an event of decreased peripheral capillary oxygen saturation; values not reported, hospital staff then entered the patient¿s room, addressed the occlusion; details not reported, continued therapy, and the event of oxygen desaturation resolved; values not reported. No relevant laboratory data was reported. The reporter stated that the 122d alarm was generated by an occlusion; details not provided. There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to an occlusive condition. The cannot reach target flow alarm is an expected device behavior when an occlusion occurs in the patient circuit and the machine pressure is outside the range to delivery therapy.